Manufacturer narrative:
A vyaire field service representative (fsr) evaluated the device onsite and ran the unit on the settings the hospital was using and nothing happened. The unit passed the circuit and performance test. The unit was left to run for 2 nights and no issues occurred. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical mean airway pressure keeps adjusting during use on a patient on the 3100 a ventilator. The customer reported there was no patient harm associated with the reported event.